Event description:
It was reported that the customer was treated by his doctor due to hypoglycemia. The reported blood glucose reading was 23 mg/dl at the time of the event. Troubleshooting was performed. The insulin pump was programmed correctly. The amount of insulin remaining in the reservoir did not correspond to the reservoir volume recorded in the insulin pump. The customer stated that prior to the event he had added more insulin to the reservoir he was using. The customer then primed the reservoir and infusion set while he was connected. The displacement test passed. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.